Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Per the distributor, it was reported that the pt has to press the buttons several times to get them to work. It was reported that the screen is also getting weaker.